Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. A photo was provided. The photo showed a single-piece multifocal toric lens implanted in the eye. A mark was visible near the center of the lens which appeared to be a crack. This mark was perpendicular to the travel path. Damage in this area may be caused by a plunger over/under ride. Unable to determine the nature and origin of the mark from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the intraocular lens (iol) implantation procedure, a defect was observed on the optic edge of the lens at the time of implantation. The iol remained in the eye. Additional information has been requested but is not available at the time of this report there are two medical device reports associated with this complaint. This report is 1 of 3.